Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that myopotential oversensing resulting in pacing inhibition was noted on the device. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.